Event description:
It was reported that an applicator deployment issue occurred. The sensor was inserted into the arm on (B)(6) 2025. The applicator was provided for investigation. An external visual inspection was performed and failed due to detached/missing need. The wearable was also provided for investigation. An external visual inspection was performed and no damage. However, a broken or detached needle or cannula was found in connection to the reported allegation. The probable cause of the broken or detached needle or cannula was determined to be probable cause from inv. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).